Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging an unknown issue with the subject meter. The reporter was unsure whether the meter was broken or missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.